Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and indented under the cables. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a lotion for the skin irritation. Follow up indicated that the skin irritation improved.